Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (b)64). The consumer stated by email that during removal a tampon came apart and pieces remained inside. No mention of needing to seek medical. There have been three attempts (15-oct-2018, 22-oct-2018 and 29-oct-2018) to contact consumer for more information but we have not been successful.